Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8239874. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
Material no. 328418, batch no. 8239874. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle several syringes had bent needles and the length of the needles were different. The following information was provided by the initial reporter: verbatim: item 328418 lot # 8239874, exp date 2023-9-30 found several with bent needles and lengths of needles were different.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 328418 batch no. 8239874. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle several syringes had bent needles and the length of the needles were different. The following information was provided by the initial reporter: verbatim: item 328418, lot # 8239874, exp date 2023-9-30 found several with bent needles and lengths of needles were different.